Event description:
Information received indicates the normal nurse call is not heard in the expected location.

Manufacturer narrative:
The technician found the loose pins in the 37 pin connector on the communication cable. The technician repaired the pins and installed a cable saver to repair the bed.